Event description:
A report was received that the patient had difficulty charging her implanted ipg. Physician assessed that the ipg was sitting in a fold of fat and a pocket revision was performed. No device malfunction suspected. Patient is doing well post operatively.